Event description:
It was reported that boston scientific received a post on their watchman facebook page stating that the pacemaker has stopped working. It is unknown if they are referring to a boston scientific device. The field representative replied with information about the difference between a watchman and a pacemaker. No adverse patient effects were reported.